Event description:
Customer reported that the device was charged to 200j during testing in emergency room and it automatically dialed down to 150j. The facility biomed calibrated the device and the defibrillation output was measured to be 171j for 200j setting. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance and power conversation pcb parts information to repair device. Follow up with reporter found that replacement of the power conversion pcb resolved the issue. The device has been placed back to service.